Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the motor, which was replaced along with bearings as part of preventive maintenance. Service did a clean, lube, and adjustment to the device, and the handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a podiatry procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.